Event description:
The customer's father reported, that his son became un-responsive and had a seizure, which resulted in his being hospitalized. The son was diagnosed with severe hyperglycemia and is being treated with insulin shots. The only glucose readings reported were 180mg/dl on the adc meter and 120mg/dl on a competitor's meter. It should be noted that the meter was not coded correctly.